Event description:
Ten minutes into bypass, an increase of pressure was noted. The act's were 700; body temperature was 26 c; and delta pressure was 300 mmhg. The oxygenator was changed out and no pt compromise was reported.